Manufacturer narrative:
PMA code = dqx. PMA/510(k) number = pre-amendment. Device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a balloon valvuloplasty on a (B)(6) year old male dog, the amplatz stiff support wire guide became lodged in the balloon catheter (manufacturer not specified) resulting in damage to both the complaint device and the unknown balloon catheter. The veterinarian attempted to remove it but couldn't. The procedure was completed at that point. No additional devices were required. Upon receipt by the manufacturer, preliminary visual inspection revealed a length of coil was missing from the amplatz stiff support wire guide. A section of the device did not remain inside the animal's body. The animal did not require any additional procedures due to this occurrence. According to the initial reporter, the animal did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the wire guide was missing the distal weld ball and the tip had an elongated coil. The coil extended 78.5cm from solder junction. One used catheter was also included with the return. A wire was passed through the catheter on both sides but would halt near the strain relief. Upon opening the catheter, the coil and safety wire were noted inside at the point of obstruction. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode. This nonconformance was for broken solder. While this nonconformance was related to the reported failure mode, the affected unit was scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.